Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately 13 years port index procedure, the patient presented emergently with flank pain. The CT demonstrated that the aneurx stent graft had migrated approximately 2 cm distally, with a type I endoleak resulting in rupturing of the 10 cm in diameter abdominal aortic aneurysm. The physician elected to implant two endurant aortic cuffs. The aneurysm was excluded, the migration and type I endoleak were resolved. Per the physician, the events were related to patient anatomy; disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.